Event description:
It was reported that the customer was treated by the paramedics due to a low blood glucose of 44 mg/dl. The caller stated that the customer had changed the infusion set at 3:00am. At 4:45am his CPAP machine started alarming, and the caller tried to wake him up to turn off the alarm, but the customer would not wake up. At the time the paramedics were called. It was stated that the customer experienced another hypoglycemic episode later that day. The caller stated that the customer passed out and was found with a blood glucose below 40 mg/dl, but she was able to assist him without having to call the paramedics. Troubleshooting was performed, and found that the bolus history was not accurate. The bolus history had a total bolus delivery of 387.60 for the day of the event, but that amount could not be verified by adding up the basal rate and bolus deliveries. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.